Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an hwrf error was displayed on the receiver. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and hardware errors were observed. The reported event of an error icon display was confirmed during log review. The probable cause was determined to be moisture damage.